Manufacturer narrative:
Applied medical has just received the event device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: "thrombectomy" another python catheter (lot#1181977) was returned from hospital because the customer suspected the balloon quality defect. We also will return the catheter to applied medical, so please investigate it too." Event description: on (B)(6) 2017: during a procedure [procedure: thrombectomy] when medical staff tried to remove thrombus, the balloon was raptured. The medical staff elected to remove the python catheter from the patient's vessel and use competitor's catheter for the surgery. This event didn't affect the patient." Type of intervention:"the medical staff elected to remove the python catheter from the patient's vessel and use competitor's catheter for the surgery." Patient status: "no health damage was reported for the patient."

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Upon visual inspection, engineering observed a slit in the balloon near the proximal winding. There was also fraying on the proximal winding. Based on the condition of the returned unit and the description of the event, it is likely that balloon breakage occurred when the balloon came into contact with a rough surface during use. The instructions for use (IFU) states "balloon degradation and rupture may result from deposits within the vessel, excessive handling, or exposure to adverse environmental conditions". The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.